Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient was unstable. Tissue pushes tibia anterior causing insert to rotate out lateral. Excessive posterior medial wear on insert. All other implants were well fixed and in good alignment. Nothing else was revised. Doi: (B)(6) 2004, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. X-ray images representing this reported device were included for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.